Manufacturer narrative:
The complaint was not confirmed. The device passed all the required tests performed and revealed normal device characteristics. The device was in hibernation, and it was fully recharged in one charging cycle.

Event description:
A report was received that the patient experienced difficulty charging the ipg and needed an MRI for a non-device related event. The patient underwent an ipg replacement procedure where the device was upgraded to allow the patient the ability to have an MRI. The patient is doing well post-operatively.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced difficulty charging the ipg and needed an MRI for a non-device related event. The patient underwent an ipg replacement procedure where the device was upgraded to allow the patient the ability to have an MRI. The patient is doing well post-operatively.